Event description:
It was reported by the rep that the device was used during a diagnostic laparoscopic bilateral salpingo-oophorectomy. 11/4/98 it was reported ets35 gray handle first would retract and lock. The second time the black trigger/firing handle would not retract and fire. There was no consequence to the pt.